Manufacturer narrative:
On 05/29/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/15/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device was received without fluid. Leak test of the device revealed a rent measuring approximately 0.3 in the anterior aspect. Microscopic examination of the edges of the rent revealed no indication as to its cause. No other anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/18/2018, it was reported to mentor that the device evaluation has been completed on 06/18/18. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/20/18, it was reported to mentor that the the returned devices are non-mentor products, that no further investigation will take place, and this event no longer qualifies as MDR reportable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/20/18, it was reported to mentor that the device evaluation and investigation findings have been completed. Upon receipt by mentor. The device received appears without fluid. White foreign material was observed within the device and on shell surface. Device appears with a crease on the posterior aspect extending to anterior aspect. No anomalies were observed. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/19/18, it was reported to mentor that the product investigation team reported that the products are actually mentor products and the FDA codes were changed back to the original codes per event description. This description is the actual correct description for the event: it was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with saline mentor breast implants of unknown type and experienced bilateral capsular contracture baker grade iii and deflation on the left breast implant. As a result, the patient had undergone removal and replacement with non-mentor breast implant of unknown type on (B)(6) 2018. In the original report it was reported incorrectly that the right breast implant was deflated. The actual implant that was deflated was the left breast implant. (B)(4)

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: saline mentor breast implants of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with saline mentor breast implants of unknown type and experienced bilateral capsular contracture baker grade iii and deflation on the right breast implant. As a result, the patient had undergone removal and replacement with non-mentor breast implant of unknown type on (B)(6) 2018. This medwatch is for the right breast implant.